Event description:
Ff/emt's responded to a person described as in cardiac arrest. The pt was connected to the device and, following an analysis and decision to shock by the device, a countershock was delivered. The follow-up analysis advised no shock, then following one minute of CPR a third analysis advised and the device delivered a second countershock. The subsequent analysis again advised no shock. An advanced life support unit arrived and took over the scene. The rptr, as the event reviewer, questioned whether the device appropriately advised no shocks to what appeared to be a shockable rhythm. No adverse affects to the pt were reported as a result of the alleged malfunction.